Manufacturer narrative:
No product was received for investigation. Complaint data for softclix device lot number bbh146 showed no increased cumulation of the alleged failure in the affected production interval.

Manufacturer narrative:
The device and unused lancets were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Section e3: occupation is patient/consumer.

Event description:
On (B)(6) 2024 we received an allegation of one customer stating that the lancet is protruding past the end of the cap of their softclix device.